Event description:
It was reported that "blood temperature reading became 60 degrees c which was abnormally high during use. The measurement was running properly during an operation, but when the catheter was connected to a monitor in ICU after the operation, abnormal measurement was observed." No patient injury was reported.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. Two possible lot numbers were reported. A device history record review was completed and documented that the device met all specifications upon distribution. Lot no. 58895331: expiration date 01/01/2012; (B)(6); anufacture date (B)(4) 2010. Lot no. 58928749: expiration date 03/01/2012; (B)(6), manufacture date (B)(4) 2010

Manufacturer narrative:
The product was returned for evaluation. The thermodilution catheter was received with contamination shield seated to the catheter 40cm through 90cm from the tip. The customer report was confirmed. Catheter was returned with monoject 1.5cc syringe. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. All through lumens were tested for patency and leakage; no leakage or occlusion was found. Catheter was connected to vigilance ii monitors (monitor ID: (B)(4)). Vigilance ii error message, "check thermistor connection" was displayed. The thermistor was found to have an intermittent open condition at the thermistor bead. Thermistor connector was opened and no visible inconsistencies were noted. No visible damage was observed from catheter body. Visual examination was performed under microscope at 10x magnification. The intermittent open condition was confirmed as related to the manufacturing process. Corrective actions were previously opened to address this issue. No additional actions will be taken at this time.